Event description:
A report was received that a trial patient was experiencing discomfort from the back down to the legs and was no longer feeling stimulation in her target areas. The physician believes the patient's symptoms were caused by her sleeping and that caused the wires to move, thus irritating a nerve root. The patient had the leads pulled and is no longer experiencing these symptoms.

Manufacturer narrative:
Additional suspect medical device components involved: model#: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead, 50cm the explanted leads were not returned to bsn as they were discarded by the medical facility.